Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damage, wear and tear to the device. Functionality tests were performed and passed with no issues. The clip applier handle was opened and no defects or damaged components were noticed inside the hand piece. The jaws of the device were measured to be within spec. This complaint is unconfirmed, and a root cause cannot be determined.

Event description:
During a laparoscopic surgical procedure,the surgeon noticed that the ml-10 multi-fire clip applier would not hold clips. The surgeon also noticed that a clip cartridge could not be inserted into the clip applier. The procedure was extended for 15 min. There was no harm to the patient.